Manufacturer narrative:
Based on the information provided by the complainant, the patient tissue samples exhibiting sub-optimal processing involved in this event were derived from the "test protocol xtra small" protocol comprising two (2) cassettes, which started in retort b at 10:46 am on (B)(6) 2021 and completed at 11:46 am on (B)(6) 2021 and the "test protocol xtra small" protocol, which was executed in retort b and completed at 12:36 am on (B)(6) 2021. As the latter processing run completed the day after the complainant notified leica biosystems of sub-optimal processing of patient tissue samples, the instrument logs provided for manufacturer evaluation did not include this processing run. The "test protocol xtra small" protocol with a duration of 57 minutes has been validated for use by the laboratory since(B)(6) 2020. Investigation of this complaint found the instrument functioned as designed during execution of the "test protocol xtra small" protocol started in retort b at 10:46 am on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The complainant did not notify leica biosystems of any problem with the operation and function of the instrument in relation to the "test protocol xtra small" protocol executed in retort b, which completed at 12:36 am on (B)(6), from which sub-optimal processing of patient tissue samples was also reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. Specifically, information documented by the fas details that the patient tissue samples exhibiting sub-optimal processing reported by the complainant were "skin biopsies" of "around 3mm" in size. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "test protocol xtra small" protocol with a duration of 57 minutes is not appropriate for processing "skin biopsies" samples "around 3mm" in size.

Event description:
The complainant contacted leica biosystems by email and reported the following in relation to histocore peloris 3 rapid tissue processor serial number (B)(4): "we are still having the same issues of overprocess xs small and small and now we are also having under processed tissue. Early this morning one of the tissue processor was found full of a white film at the bottom (processor 1 and 2). Looks like salt. That would overprocess the xs small and small size biopsies)." On (B)(6) 2021, the assigned applications technical team lead-core histology (fas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The fas documented the following observations: "customer states unknown amount of cassettes out of 2 processing runs were over processed. Customer observed salt residue formed on bottom of retort for run 1." The complainant advised that the issue with "salt residue formed on bottom of each retort" had stopped after the laboratory completed warm water flushes when changing out reagent stations designated for formalin. The fas also documented that "only some cassettes out of each processing run were affected"; the sub-optimal processing of patient tissue samples was derived from both the "test protocol xtra small "protocol executed in retort b with an end time at 11:46am on (B)(6) 2021 and the "test protocol xtra small "protocol executed in retort b with an end time at 12:36am on (B)(6) 2021. The tissue type and size of the affected patient tissue samples were detailed as: "skin biopsies" and "around 3mm" respectively. On 01 october 2021, the assigned leica applications technical team lead-core histology received information that all patient cases involved in this event were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed.